Manufacturer narrative:
Evaluation results: (loss of device integrity: stent fractures, graft wear holes, suture breaks; endoleak), (moderate angulation of the aortic neck).

Event description:
An aneurx stent graft system was implanted in a patient for treatment of a 5.5 cm abdominal aortic aneurysm. Vessel morphology was reported to have a moderately angulated aortic neck. It was reported approximately 36 months post stent graft implant, the device was explanted during a surgical conversion due to increasing aneurysm size from an unknown source. It was reported that there was a small graft kink observed at the bifurcate in the aortic body after 3.5 years, due to the aortic angulation. It was reported that a recent CT demonstrated that the abdominal aortic aneurysm was found to have increased to 6.5 cm, with no visible signs of an endoleak. At explant, the graft was found firmly attached proximally and distally bilaterally, with no visible signs of an endoleak. Details of the original implant and follow-up reports were not provided by the user facility. No additional clinical sequelae were reported and the patient is fine. The analysis of the explanted stent graft has not been completed. Upon examination of the returned device, the exact cause of the increasing aneurysm size cannot be confirmed. Several stent fractures were found on rings 1-3 of the bifurcate, with the majority of the sutures broken between rings 1-2. It is likely that these observations were caused by high neck angulation, and potentially reduced the graft opposition forces within the proximal neck. Several holes were found on both the distal ipsilateral and iliac extension; a location reported as firmly attached to the iliac vessels, without endoleaks.